Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2021).

Event description:
It was reported that during a biopsy procedure, the device allegedly self activated. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, the device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing, the top slide could not be locked into the primed position. An x-ray taken before the failure to prime showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, the left bumper was noted to be bent by the stylet spring. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for failure to prime. The investigation is inconclusive for the reported self-activation as a full functional evaluation was not possible due to the identified failure to prime. It is likely that the identified bent bumper and incomplete cannula tang engagement contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.